Event description:
It was reported that during a total right knee replacement small shavings of the pin entered the surgical site. Irrigation with antibiotics was used to remove the shavings and an x-ray was taken post procedure due to this event. No further information was received regarding the status of the pt.

Manufacturer narrative:
As of (B)(6) 2009, the pin collet has not been returned for evaluation. No conclusion can be drawn.